Manufacturer narrative:
(B)(4). Report source: foreign: colombia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a right shoulder rotator cuff repair surgery, when the anchor was inserted, a noise was heard, and the implant could not continue to be inserted. Anchor was removed from the patient, and it was observed that the anchor had partially fractured. It was noticed that the patient's bone was very hard. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6 visual examination of the returned product identified that the anchor is fractured. There are multiple scratches on the handle. No other damage is noted. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. The reported event is confirmed as anchor was returned fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.